Event description:
The customer (the patient) reported that when they was removing the stethoscope from their ears with one hand, the eartip flicked onto their eye, resulting in an eye injury. The customer alleges that they have experienced a decreased in their sight due to the injury.